Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended. Circuit cards and connectors were reseated as a precautionary measure.

Event description:
The customer reported that there was an iris pot error, this malfunction on the 9600 system during the boot up process, will prevent the system from booting up completely. There is no report of pt injury or death.